Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.